Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and the md inserted a sheath via the left femoral artery. The md was threading the iab over the guidewire. As he was "pushing" and the iab "forward into the vessel, a strong resistance was recognized" and the iab "could not be placed into the aorta." The md "tried to pull back the iab through the sheath without success." The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." As a result, the iab with the guidewire, and sheath were removed as one unit. The md requested another iab and inserted this iab without incident. There were no reported patient complications.